Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in the tubing. The customer stated the air bubbles were six centimeters in size. The customer the insulin was stored at room temperature. The customer stated they did not rewind the insulin pump with the reservoir in place. Customer's blood glucose was unknown. The customer declined to return the product for analysis.